Event description:
Extravasation. Pump ran good the first 20-30 minutes, then it kept running and would not respond when stopped. Set at 70mm hg / 80 flow. Surgery being performed was for a meniscal tear and possible anterior cruciate ligament (acl) repair. The tubing was changed with another one from the same lot and it worked fine. Surgeon was able to complete the menisical repair, but not the acl repair. Sales rep and hospital staff assures the problem is not with the pump. No further medical intervention except for elevation of the patient's leg to alleviate condition. Follow up on 8/27/06, indicates surgeon will re-operate patient to perform acl repair. This device is used for treatment.

Manufacturer narrative:
DHR revealed nothing relevant to this event. The tubing was not returned and the customer's complaint could not be verified. The cause of this event could not be determined without device evaluation. Review of similar incidents reported to arthrex, where pump & tubing were evaluated, indicate that operating room procedures related to the set up of the device and associated tubing did not conform to instructions provided with the device and associated tubing set. The instructions for use for both the pump and tubing sets clearly warn the user of the consequences of not following the instructions for use. The labeling for the device and the associated tubing, the instruction manual for the pump and a troubleshooting guide for the device provided with each device and tubing set, clearly outlines the proper set up procedure and sufficiently warns the user of the potential consequences (extravasation) if the directions are not followed.